Event description:
A surgeon reports following flap creation, he partially lifted the flap and the flap appeared to be shallow. The pt's procedure was canceled and the pt was sent home. The surgeon decided to wait until the pt healed, then reschedule the treatment. The surgeon has no concerns for this pt.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) completed test treatments and was unable to duplicate the problem. The tm found the system to be operating within spec. The root cause of the customer's complaint has not been identified. (B)(4).